Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer experienced high blood glucose treated with insulin pump. Customer blood glucose was 291 mg/dl at the time of incident. Also reported pump suspended on low sg, calibration not accepted and difference in sensor vs blood glucose value. It was unknown whether troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.